Event description:
The customer reported elevated troponin I (access accutni) results, above the normal reference range, for five patients involving the access 2 immunoassay system. This is report two of four. Subsequent analysis of the patient sample, on the original instrument and an alternate access 2 system, produced lower results within the normal reference range of the assay. The erroneous result was not released out of the laboratory. The customer knows to reanalyze all elevated results from the original access 2 system. There was no patient consequence or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed micro-bubbles were being drawn into the instrument wash pump. The fse noted a loose fitting and o-ring leading into the wash pump, at the rear of the acrylic manifold block, was causing bubble formation in the wash pump. The fse removed, cleaned, and replaced the fitting leading into the pump and resolved the issue. The instrument conformed to the manufacturer's published performance specifications. Patient samples are collected in becton dickinson (bd) heparinized tubes and refrigerated after analysis. Samples are centrifuged at 3,500 rpm (revolutions per minute) for ten minutes, at room temperature. All related medwatch reports associated with this event: 2122870-2012-01856, 2122870-2012-01857, 2122870-2012-01855, 2122870-2012-01858.